Event description:
Boston scientific received information that the lead safety switch had tripped on the right ventricular (rv) lead. It was noted that the lead could not be programmed back to bipolar configuration. Boston scientific technical services (ts) indicated that the lead safety switch had to be reset prior to prgramming the lead back to bipolar configuration. According to the physician all other lead measurements were appropriate. During the next follow-up, intensive patient exercises were performed and no noise was produced. The threshold measurement had increased to 1.7 volts. The lead safety switch was reset and the lead was programmed to bipolar configuration. The follow-up appointments were shortened to three months. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.